Event description:
(B)(4). Began with severe abdominal cramps. Low back and hip pain. Migraine headaches. Hair loss. Depression. Anxiety. Severe mood swings. Excessive weight gain. Joint pain. Excessive and extreme bleeding and passing of blood clots.